Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the locking pins were not aligning with the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the locking pin on the handle end were not engaging. The device had some side wall build up. The pre-testing could not be performed due to the bent comb. There was no handles or cutters returned with the device. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the locking pins on the handle end were not engaging with the device. The root cause of the locking pins not aligning with the device could not be determined with the provided information since it is unknown how the locking pins became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was locking pins and not operating smoothly. The locking pins were not aligning with the unit. This caused no patient harm and there was no delay. The surgery was completed using an alternate device. The investigation identified a bent comb. No adverse events were reported as a result of this malfunction.